Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) felt a shocking sensation near the implantable neurostimulator (ins). Urinary frequency and urgency were greater than 50% improved since implant; the pt was still feeling the stimulation near vagina. The rep ran an impedance check and all electrodes showed within the normal range. The rep changed the pt from program c2 at 1.8 volts (1-, 3+) to program c3 at 1.4 volts(2-, 0+). The pt was feeling stimulation near vagina and no longer felt "shock" near ins. The pt is to follow up with the healthcare provider (hcp) in two weeks. The issue was reported to be resolved at the time of the report. If additional information is received, a follow-up report will be submitted.